Event description:
It was reported that the patient experienced dizziness/syncope. It was noted that there were elevated thresholds on the right ventricular (rv) lead, and x-ray showed the lead position was different from initial implant. Various views suggested that the lead may have initially been implanted in the middle cardiac vein and advanced, or dislodged to that location. Reprogramming was performed to increase pacing output, however occasional non-capture continued so the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).